Manufacturer narrative:
Device eval anticipated, but not yet begun. Additional information obtained by merit revealed that the catheter was being used to infuse enteral nutritional solution (i.e., as a feeding tube) and that the catheter had been in place for 101 days. Per merit's instructions for use (IFU), the resolve locking catheters are indicated for "drainage from body cavities." Additionally, the IFU contains the following statement: "caution: where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post-placement." As the device involved in this event has not yet been returned to merit, the investigation is still on-going. Merit will file a follow-up report upon completion of the investigation.

Event description:
The patient was returning for a routine catheter replacement and the physician noticed that the catheter was broken into four places.